Manufacturer narrative:
During inspection and testing, the touch screen and foot pedal issue was not confirmed. There was no damage on the device and the device was able to pair the footswitch without issue. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, they were unable to duplicate the reported problems. A definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use the touch screen was not responding and they could not properly configure the wireless foot pedal to the system. Customer tried changing the battery and pairing multiple times but it would not pair. There were no reports of patient harm associated with this event.